Event description:
It was reported to philips that fluoroscopy intermittently failed due to a defective hv converter on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hv converter (converter 8e velara) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).